Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed but it's possible that reprocessing was not performed in accordance with the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to foreign objects being found clogging the nozzle, air/water supply volume and water removal ability did not meet the standard value. Additional evaluation findings include the following: due to wear of the angle wire, the bending angle in the up direction did not meet standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a chip and a white-clouded area, adhesives around the objective lens had a white-clouded area, adhesives around the light guide (lg) lens had a white clouded area, the lg lens had a crack, the universal cord had a dent and was wrinkled, switch button (sw) four (4) had wear, paint on the air water cylinder was peeled scratches were also found on the following device components: bending section cover, connecting tube, switch button universal cord, sw5 (five), sw2 (two), and sw1 (one). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air/water system on the evis lucera elite colonovideoscope had air/water flow issues. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.